Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that her blood pressure dropped and they thought they were "dying". The patient reported that the battery was "getting low" on their implantable pulse generator (ipg). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.